Event description:
Reference number (B)(4). Event occured in spain. It was reported that, the patient faced six infusion set's kinked cannula events on (B)(6) 2025 . Event took within three hours of insertion. Site of insertion were abdomen and upper buttock. Infusion set was in use for less than 24 hours. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6.